Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been having high blood glucose for a few days. Customer stated that she woke up and checked her blood glucose and noticed that it was high. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer's current blood glucose was 325 mg/dl. Customer stated that she has dry mouth, shakiness, and bloating. Customer stated that she has the novolog pen and has been treating with her pump and the pen. Customer stated that she contacted her health care professional regarding the unexplained high blood glucose and was given the novolog pen. Customer stated that she went to the doctor but was not hospitalized. Customer stated that there are also small bubbles present. Customer stated that there are no leaks. Troubleshooting was performed but customer did not have tubing clamps. Customer will call back when she receives the tubing clamps to perform the high pressure test.